Event description:
According to the physician who reported the incident, the pt was not given enough anesthesia and the abdomen became tight, pushing the bowel forward. This occurred at the end of the laparoscopic surgical procedure when the surgeon was just starting to withdraw the spider device. Because the abdomen was then low, the tether wire dragged against the bowel causing a small tear in the bowel. The surgeon repaired the injury by stitching the bowel. The surgeon did not attribute the incident to the medical device.

Manufacturer narrative:
The labeled instructions for the spider device clearly indicate to remove device before removing insufflation which is also standard laparoscopic technique. Lack of proper insufflation was the primary contributing factor in this event.